Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was explanted following the field safety notice that was issued on platinium devices in (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was explanted following the field safety notice that was issued on platinium devices in (B)(6) 2018.

Event description:
Reportedly, the subject device was explanted following the field safety notice that was issued on platinium devices in (B)(6) 2018.

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.